Manufacturer narrative:
The driver was returned to the manufacturer for analysis. The tip of the driver had been broken off. Codes b01, c07, d02 are applicable to this analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the tip of the instrument broke off. There was no patient involvement.